Event description:
A report was received that the patient complained that his body was rejecting the device and was experiencing pain at the incision site. The physician believed that there was nothing wrong with the device. The patient underwent an explant procedure and was reportedly doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.